Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00650: case 1, 3025141-2019-00651: case 2, 3025141-2019-00652: case 3, 3025141-2019-00653: case 4, 3025141-2019-00654: case 5, 3025141-2019-00655: case 6, 3025141-2019-00656: case 7, 3025141-2019-00657: case 8, 3025141-2019-00659: case 10, 3025141-2019-00660: case 11, 3025141-2019-00661: case 12, 3025141-2019-00662: case 13, 3025141-2019-00663: case 14, 3025141-2019-00664: case 15.

Event description:
Article: complications associated with plate fixation of acute midshaft clavicle fractures versus non-unions"; sawalha, seif; guisasola, inigo; european journal of orthopedic surgery & traumatology (2018) 28:1059-1064. Patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced early fixation failure requiring revision surgery.